Event description:
Patient with chronic primary angle-closure glaucoma was scheduled for cyclophotocoagulation. After completion of the procedure, it was noted that the g-probe had been used instead of the intended micropulse p3 probe. As a result, the patient received laser at a higher and more focused power than intended. A recent design change of the intended probe (micropulse p3) resulted in the two probes looking very similar in shape and color. The packaging of the probes is nearly identical. When the surgeon entered the power settings into the laser as for use with the micropulse p3, there was no indication that the settings were not consistent with the probe which had been inserted (the g-probe) and the adjusted power settings had no effect on the power delivered by the g-probe. FDA safety report ID# (B)(4).